Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2016-05365. It was reported the patient's stimulation was intermittently turning off without prompting. Imaging did not reveal any issues with the ipg and the lead. System diagnostics determined high impedances on one of the lead contact. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 wherein the physician found the lead to be entangled and in front of the ipg. The physician removed the fibrous tissue surrounding the lead, replaced the ipg and secured the lead with the anchor. Reportedly, effective stimulation was restored postoperatively. The lead was not replaced during the surgery.